Event description:
User had nine samples with initially low bun results, which repeated within the normal range. All low the bun result were flagged as requiring repeat. Two samples with discrepant results were reported to the ER, but were corrected before any treatment was given. Sample 1 initial result was 0 mg per dl, repeat result was 18 mg per dl. Sample 2 initial result was 0 mg per dl, repeat result was 29 mg per dl.

Manufacturer narrative:
The field service representative determined the cause to be a dirty sample probe and cleaned the probe. To verify analyzer performance, precision checks were performed and were within specification.